Event description:
Dealer states the joystick will not turn off unless it is unplugged from the harness. Dealer states no injury reported.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.